Manufacturer narrative:
Additional information: it was confirmed that the following stent grafts were implanted in the patient: enbf2816c170ee (serial# (B)(6) ;enlw1613c120ee (serial# (B)(6) ;enlw1616c120ee ( serial# (B)(6) and enlw1610c120ee (serial# (B)(6) .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the physician cannot confirm whether the death if is related to the stent and does not believe that the death is related to the endurant graft stent implantation surgery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during the chimney endovascular treatment of a 34mm abdominal aortic aneurysm, bilateral iliac aneurysms, a right internal iliac aneurysm and a pau. Left renal artery stenosis was noted. A left internal iliac artery fenestration stenting + left renal artery stenting + right internal iliac artery embolization was also performed. Multiple contrast agent bulges were visible at the edge of the abdominal region. The opening of the left renal artery was significantly stenotic, with a degree of 70%. The bilateral common iliac arteries and internal iliac arteries were significantly widened and dilated in a cystic manner. The diameter of the left common iliac artery was about 45mm, the diameter of the right common iliac artery was approx. 39mm, the diameter of the right internal iliac artery was approx. 60mm, and the diameter of the left internal iliac artery was approx. 19mm. It was reported during the index procedure the endurant stent grafts enbf2816c170ee, enlw1613c120ee, enlw1616c120ee and enlw1613c120ee were deployed and implanted as intended in conjunction with non mdt grafts. The enlw1630c120ee stent was used for pre-windowing. Repeat angiography during the procedure showed that the stent position was satisfactory, the aneurysm cavity of the abdominal aorta and both iliac arteries had disappeared, the blood flow of the bilateral femoral arteries was smooth, the left renal artery was well developed, and no abnormal spillage of the contrast agent was found. The bilateral femoral artery stent delivery devices were withdrawn separately and the procedure completed. The patient was transferred to the ward safely after surgery. It was reported on an unknown date post the index procedure the patient expired. Per the physician the cause of death is undetermined.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e nlw1613c120ee, serial/lot #: (B)(6), ubd: (B)(6) 2025, UDI#: (B)(4) product ID: enlw1616c120ee, serial/lot #: unknown, ubd: unknownudi#: unknown product ID: enlw1613c120ee, serial/lot #: unknown, ubd: unknown, UDI#: unknown b2 date of death: year only valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.